Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item # 110030777, 40mm versa-dial glen +3, lot # 11024188. Item # 118000, 25mm versa-dial taper adaptor, lot # 67322885. Item # 110031422, cr prolong 40mm brng +3, lot # 65894867. Item # 110031399, hmrl tray std, lot # 67377482. Item # 110031418, cr prolong 36mm brng std, lot # 67327357. H6: proposed component code - mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a reverse shoulder revision approximately 1 month and 20 days post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.